Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the needle broke during a diagnostic procedure; the procedure was completed with a similar device and the broken piece was able to be recovered. There were no reports of patient harm.